Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
It was reported that device leak and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman closure device was implanted six (6) months ago. The patient was discharged. The patient was placed back on anticoagulation because a leak was noted during a follow-up on transesophageal echocardiography (tee). The exact size of the leak is not known, but it appears the leak was less than 5mm. The physician was questioning whether the patient needed to be on anticoagulation or not because a clot was noted behind the closure device. No further information was provided at the time of this report.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code corrected from e0514 thrombosis/thrombus to e2403 no clinical signs, symptoms or conditions. B3: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted d4: d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
It was reported that device leak and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman closure device was implanted six (6) months ago. The patient was discharged. The patient was placed back on anticoagulation because a leak was noted during a follow-up on transesophageal echocardiography (tee). The exact size of the leak is not known, but it appears the leak was less than 5mm. The physician was questioning whether the patient needed to be on anticoagulation or not because a clot was noted behind the closure device. No further information was provided at the time of this report. It was further reported that the clot behind the closure device would be expected and not on the atrial facing surface of the closure device so is not a device related thrombus (drt).